Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller reports two test strip vials (same lot) were used. Caller did not know which vial produced the discrepant result. (B)(4). Other: na.

Event description:
Caller states patient tested 2.3 inr on the coaguchek xs system while a comparison lab returned as 1.8 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.